Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The color control board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system reset error resulting in a system shutdown. There was no patient involvement.

Event description:
The hospital reported a system reset error resulting in a system shutdown. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The color control board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Legal manufacturer: (B)(4).